Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed noise artefacts on the rv channel which led to shock delivery as reported in the complaint text. Furthermore the impedance trend curves demonstrated a decrease from 500 ohms in (B)(6) 2017 to 200 ohms in (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 38 months, ventricular oversensing with inappropriate shocks was reported. A revision was attempted, as it was not possible to implant a new lead due to non available venous access, the patient will be referred to another hospital for the revision.